Event description:
E was initially received via regulatory authority (FDA, reference number: mw5078945) on 20-aug-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of menorrhagia ("heavy menstrual periods") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cyanocobalamin (vitamin b12). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria hospitalization, disability and medically significant), carpal tunnel syndrome ("carpal tunnel symptoms on both hands"), pain in extremity ("lot of pain"), hypoaesthesia ("numbness in arms"), paraesthesia ("tingling in arms"), restless legs syndrome ("restless leg symptoms"), dizziness ("dizziness") and ovarian cyst ("a cyst in my right ovary"). At the time of the report, the menorrhagia, carpal tunnel syndrome, pain in extremity, hypoaesthesia, paraesthesia, restless legs syndrome, dizziness and ovarian cyst outcome was unknown. The reporter considered carpal tunnel syndrome, dizziness, hypoaesthesia, menorrhagia, ovarian cyst, pain in extremity, paraesthesia and restless legs syndrome to be related to essure. The reporter commented: an hospitalization, disability, permanent damage, other serious(important medical events) was mentioned but not specified and/or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5078945) on 20-aug-2018. The most recent information was received on 14-nov-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of menorrhagia ("heavy menstrual periods") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cyanocobalamin (vitamin b12). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria hospitalization, disability and medically significant), carpal tunnel syndrome ("carpal tunnel symptoms on both hands"), pain in extremity ("lot of pain"), hypoaesthesia ("numbness in arms"), paraesthesia ("tingling in arms"), restless legs syndrome ("restless leg symptoms"), dizziness ("dizziness") and ovarian cyst ("a cyst in my right ovary"). At the time of the report, the menorrhagia, carpal tunnel syndrome, pain in extremity, hypoaesthesia, paraesthesia, restless legs syndrome, dizziness and ovarian cyst outcome was unknown. The reporter considered carpal tunnel syndrome, dizziness, hypoaesthesia, menorrhagia, ovarian cyst, pain in extremity, paraesthesia and restless legs syndrome to be related to essure. The reporter commented: an hospitalization, disability, permanent damage, other serious(important medical events) was mentioned but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.